Event description:
A pulsar-18 t3 was implanted 2 months after ubd date.

Manufacturer narrative:
The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in? Process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The pulsar-18 t3 was used after the use by date which is indicated on the product label and warned against in the IFU. It was confirmed that the device was deliberately used during the procedure.